Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that helium was leaking when the regulator was turned on for clinical operation. Further evaluation revealed that leak was caused by a user error and that an improper seal was attached to the helium regulator which caused the helium to leak from the yoke. The stm removed the incorrect seal and replaced with the correct helium seal which corrected the helium leak. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a leak in iab. It was later clarified that the end user had observed a leak at the helium tank. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a leak in iab. It was later clarified that the end user had observed a leak at the helium tank. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.